Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap where it was reported chemotherapy leaked from the spiros. The event occurred after infusion. There was no unprotected chemo exposure in this event. The chemo spill was cleaned up per facility protocol by a spill kit. There was no concomitant drug and no concomitant device involved. There was no bleed back noted. There was patient involvement, no adverse event/patient harm and no delay in critical therapy.

Manufacturer narrative:
The reported complaint of leakage was confirmed. During visual inspection, the half-seal of the spiros on the set was skewed and not properly seated within the spiros housing. The sample was leak tested per product performance specifications and leakage occurred from the misassembled half-seal. The probable cause of the leakage is due to a misassembled half-seal during the spiros assembly. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.